Event description:
A customer reported to baxter (B)(4) of a 3000ml eva bag was found to be blown up when it was taken out of the box. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed that some air was trapped in the pouch; however, this is normal, and there was not excessive air in the pouch. The reported condition was not confirmed and the cause has not been identified. Batch file review did not reveal any issues related to this condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.